Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes mellitus. It was also stated that the customer had abdominal and chest pain. Troubleshooting was performed and the insulin pump has low reservoir alarm.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.